Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had poor technique. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. (B)(6) (daughter) is calling on behalf of the customer. The customer is concerned with back to back test results from results obtained of 63 and 115 mg/dl. The customer's expected fasting blood glucose test result range is 178 to 220 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 145 and 155 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 01/19/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer reported complaint for erratic results. Customer normal fasting range is 178 -220 mg/dl. Customer feels well and does not report any signs or symptoms related to her diabetes at the time of call. Customer is insulin dependent. Customer concerned with 63 mg/dl and 115 mg/dl back to back fasting readings. Customer did not require medical attention due to results obtained.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. (B)(6) (daughter) is calling on behalf of the customer. The customer is concerned with back to back test results from results obtained of 63 and 115mg/dl. The customer's expected fasting blood glucose test result range is 178 to 220mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 145 and 155mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 01/19/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history date / time not set): (B)(6). Customer reported complaint for erratic results. Customer normal fasting range is 178-220 mg/dl. Customer feels well and does not report any signs or symptoms related to her diabetes at the time of call. Customer is insulin dependent. Customer concerned with 63 mg/dl and 115 mg/dl back to back fasting readings. Customer did not require medical attention due to results obtained.